Event description:
Hp quit cutting during procedure.

Manufacturer narrative:
Per the sales rep, this complaint is from a hand piece from their trunk stock. This unit is not being returned for eval. Insufficient info for a complete investigation. The DHR for lot # 09313-05 was reviewed. The part met MFR specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot # 09313-05. There has been only one complaint for this lot. This lot has a failure rate of (B)(4).